Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm during delivering bolus. The customer¿s blood glucose was 150 mg/dl at the time of incident and current blood glucose was 284 mg/dl. The customer was assisted with troubleshooting. Customer stated that they perform a 5.0 unit fixed prime. Customer states the insulin did not exit. The device will not be returned for analysis.